Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that magnet rate is 98.5 paces per minute. Caller preformed trans-telephonic monitor test and appeared normal. Threshold margin test was preformed pacing rate goes to 98.5 paces per minute. Device is still in use. No patient complications have been reported as a result of this event.